Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on the bus. The field service engineer (fse) confirmed that drawers 3.1 and 3.2 were completely down and not detected on the bus. The back panel was opened, and it was identified that the retractor band was completely broken and required replacement. The drawer board where the retractor band connected was also found to be broken and required replacement. After replacing the retractor band and the drawer board, the system was powered back on, and all board indicator lights were observed to be illuminated. A hardware test application test was performed and completed successfully. The customer also performed an inventory count, and no issues were reported. The issue was resolved. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es two drawers were not detected on the bus and could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.